Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, device remains implanted.

Manufacturer narrative:
Device evaluation:the device related to the reported event of rupture was received on feb 21, 2020 with lot number 1608662. Visual analysis of the returned device identified underweight, broken shell, crease flat, missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A piece of the shell is missing the assessment is inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.